Manufacturer narrative:
Visual and microscopic analysis was noted that the outer coil exhibited evidence of being kinked in several locations. The entire ptfe area was examined and evidence of missing ptfe was observed at the distal area. The device passed the applicable ptfe adhesion test, and no anomalies were observed. The guide wire presented regions of worn coating, scrapes and biomaterial residue scattered throughout the length of the device. The guide wire appears visually correct and does not present any indication of mfg defect or anomaly. The guide wire dimensions were within spec. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).

Event description:
Reportable based on product analysis completed on 01/15/2010. It was reported that during a percutaneous coronary intervention procedure (pci), the physician experienced difficulty retrieving the catheter from the guide wire. The lesion was located in the right coronary artery (rca). Lesion characteristics are unk. During the procedure, the physician experienced difficulty retrieving a catheter from the iq guide wire. The procedure was completed with this device. There were no pt complications or injuries reported. The pt's status is listed as 'fine'. Returned product analysis revealed missing ptfe coating.